Event description:
It was reported that this patient has had a history of an inappropriate shock and they had recently received an additional inappropriate shock due to supraventricular tachycardia. Shortly after the entire system was explanted and replaced with a transvenous one. No additional adverse events were reported.